Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to seal a perforation resulting from an esophageal dilation performed earlier in the week. On (B)(6) 2012, the patient underwent the stent placement procedure. After deploying the stent, the physician was not satisfied with the stent placement and thought it was implanted too distal. The physician grasped the suture and pulled the stent proximally. A barium swallow confirmed there were no leaks and the stent was left implanted. A couple days following the stent placement (exact date not provided), the physician performed a second barium swallow and a small leak was noted at the edge of the stent. It is believed that the stent migrated proximal because the stent had been placed too proximal initially. As the distal stent end was slightly compressed at the distal end of the stricture, the stent was pushed upward slightly. The stent was left implanted. A second wallflex fully covered stent was implanted overlapping with the first. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Upn: although the exact upn was not provided, the device was reported to be a wallflex fully covered esophageal stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device component code 515 relates to the device problem codes 3009 and 1395 for the reported events of stent positioning issue and stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.